Event description:
Related to MFR report # 2183959-2012-00412. The pt had an ams perigee implanted. It was reported that the pt had adverse reactions of "pelvic pain, frequent uti's, vaginal scarring, dyspareunia, levator ani syndrome, erosion."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.